Manufacturer narrative:
Product analysis: the full lead was returned and analyzed. No anomalies were found. The distal low voltage electrode of the lead was covered in body t issue/fibrotic growth.

Event description:
It was reported that the right ventricular (rv) lead exhibited unstable thresholds and no capture. The lead was repositioned and subsequently explanted and replaced. No patient complications have been reported as a result of this event.